Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine years and five weeks after the implant of this transcatheter bioprosthetic pulmonary valve, stenosis was noted. Subsequently a balloon aortic valvuloplasty (bav) was performed and the stenosis resolved. No other treatment or adverse patient effects were reported.

Manufacturer narrative:
Updated with patient's weight. If information is provided in the future, a supplemental report will be issued.